Event description:
A malfunction alarm, identified as "malf 12," was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. The customer received instructions from technical support to reset the pump, and the issue did not recur post-reset. The customer was advised to continue using the pump and to contact support if any further malfunctions occurred, which they acknowledged and understood.